Event description:
High capture thresholds were reported. Dislodgement or perforation was suspected. When the lead was explanted and replaced, no pericardial effusion was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.